Manufacturer narrative:
Concomitant medical products: 1125 hvad outflow graft, implanted: (B)(6) 2019; 1103 hvad pump, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple shocks due to runs of ventricular tachycardia (vt). It was suspected that the patient's implanted right ventricular (rv) lead was causing irritation of the patient's heart tissue, and subsequently, the lead was explanted. No further patient complications have been reported as a result of this event.